Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown issue. A new lead was successfully implanted. No additional patient adverse effects were reported.